Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental vigilance report will be submitted at that time. The device history record could not be reviewed due to the unknown lot number.

Event description:
The complaint/event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer. The device's green filter was reportedly cracked and leaking; it needed to be replaced with another. There was no apparent harm that reached a patient/person, and was reported as an inconvenience.